Manufacturer narrative:
As a lot was not provided, the DHR review cannot be performed. Medico was emailed for their biocompatibility report. The results of the gel and adhesive (those which have direct contact with skin) were both found to be non-cytotoxic, non-sensitizing, and non-irritating. Medico also states they used approved suppliers that follow standardized qms and all raw materials are inspected when received in. Medico has stated that after review of their raw material and production records, there were no changes to the composition of the raw materials and no changes in production. A trend report shows there has not been a significant increase in skin reaction complaints over the past 3 years and the electrodes are sold worldwide. The IFU (on the pouch) states the electrodes are hypoallergenic and an electrode is only to be worn for less than 72 hours.

Event description:
Patient communication of consulting a healthcare professional stating that they were experiencing a redness and an itchy rash on his skin due to electrode patches. The physician prescribed acetonide triamcinolone cream to apply to the affected area. The patient was offered alternative sensitive skin electrodes for monitoring period completion. The lot number of the electrode is unknown.